Event description:
Brush head stayed in my mouth - oral-b refills [device breakage]. Metal pin on toothbrush broke off - oral-b refills [device physical property issue]. Case narrative: consumer e-mail stated that while brushing his teeth the metal pin on toothbrush broke off and the brush head stayed in his mouth. No injury was reported. Follow-up - suspect product and concomitant product was updated. No injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return. H3 other text: pending investigation.

Manufacturer narrative:
11-sep-2025: complained product received - user handling was identified as root cause for the complaint.

Event description:
Brush head stayed in my mouth - oral-b refills [device breakage]. Metal pin on toothbrush broke off - oral-b refills [device physical property issue] . Case narrative: consumer e-mail stated that while brushing his teeth the metal pin on toothbrush broke off and the brush head stayed in his mouth. No injury was reported. Follow-up - suspect product and concomitant product was updated. No injury was reported. Follow-up (product investigation results): product investigation results for oral-b toothbrush (suspect handle) and oral-b refills (concomitant) were received. The driving shaft of received handle was clearly broken. While received refill was without any technical defect. Cause of failure was consumer related (effect of force, driving shaft broken). Based on investigation results, "no manufacturing cause" and "no design issue" was identified. No injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Brush head stayed in my mouth - oral-b refills [device breakage] , metal pin on toothbrush broke off - oral-b refills [device physical property issue] . Case narrative: consumer e-mail stated that while brushing his teeth the metal pin on toothbrush broke off and the brush head stayed in his mouth. No injury was reported.